Manufacturer narrative:
All inr results provided by customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation required at this time. Strip lot trend analysis is not required because no strip lot info was provided by the customer. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" pt usually gets inr = 2.4. Today inr = 1.4. Pt usually gets 2.4. Today when testing he didn't get a result, so squeezed out more blood on the same strip from the same wound. Got an inr of 1.4.